Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 200 units of insulin. Insulin was added and the cartridge was successfully reloaded. Customer's blood glucose level was 90 mg/dl.